Event description:
It was reported that during surgery the ceramic head broke while the surgeon was removing it from the stem taper. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products - medical devices: g7 vit e +5mm lnr 36mm g;item# 30153607; lot# 65056459. 3.2mmx40mm rnglc+ acetdrl bit; item# 31-323240; lot# 937430. Trilogy bone scr 6.5x50;item# 00-6250-065-50; lot# 63055150. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.